Event description:
Customer reported they are unable to save or transfer images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and flashed all codes, formatted the hard drive, loaded version 10 software, loaded calibration and configuration files, and formatted the cine drive. System operates as intended.